Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17667252l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade and death. During ablation using 40 watts, the patient became hemodynamically unstable and a cardiac tamponade was detected. There is no information regarding interventions. Hours after the procedure, the patient expired. It was noted that the use of the catheter was not the cause of the adverse event. Physician¿s opinion has not yet been provided. Since this adverse event resulted in the patient¿s death, it is MDR reportable.